Event description:
On (B)(6) 2006, the pt was implanted with the gore excluder bifurcated endoprosthesis. On (B)(6) 2012, the device was explanted due to endotension. The pt tolerated the procedure.

Manufacturer narrative:
Additional information regarding this event has been requested.